Event description:
A female pt underwent a fistuloplasty on (B)(6) 2011. The doctor crossed the stenosis with the balloon. He went to inflate it with an inflation device and took it to 11atm when is burst (burst pressure was 12atm). He attempted to take the balloon out of the sheath but he couldn't. The balloon had actually snapped in half and detached itself from the catheter. The distal portion of the balloon was still attached to the catheter and was on the wire. He then used a snare to get the detached balloon which he did successfully. The procedure was aborted and the pt sent to have an ultrasound. All was ok and will have the treatment in the near future. No part of the device remained inside the pt. The pt did require an additional procedure (the same procedure was performed successfully that afternoon using a cook 18lp balloon). No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4) device portion removal is not labeled in the IFU. (B)(4). Product was returned in a used and damaged condition. Current controls: per (B)(4), balloon burst, compliance, and fatigue verification testing performed. Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with (IFU) instructions for use that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. Info regarding the inflation device and pressure at rupture was not reported. The rated burst pressure of the device is 12 atm. Lesion morphology and/or over-inflation may contribute to balloon rupture. Info provided states that the device was used for "fistuloplasty." The IFU recommends that when used in difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (more than or equal to 15 atm). We will continue to monitor for similar complaints. A quality engineering risk assessment was performed and actions are not necessary due to insufficient risk at this time.